Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient saw a power on reset (por) error code and their therapy stopped due to the por. They reported the charging unit charges for a little bit and then a por appears on the screen and it won't charge or do anything. They saw the por message on their recharger when they went to charge their implant that morning. They checked the implant with their patient programmer and saw the por message on there as well. The patient recently had a CT scan performed because they hurt their knee about a year ago; the patient clarified that hurting their knee and the CT scan were unrelated to their device/therapy. The patient was guided through the steps for clearing the por and it was ultimately cleared. The therapy was turned back on and the patient was receiving adequate therapy. No further complications reported. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported the patient has no idea what happened, their device has been working great. The patient's doctor was not worried. The patient just woke up and went to charge and it had the that message. The device has been working fine since. The patient has not changed anything except trying to lose weight by dieting. No further complications were reported. .

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient saw a power on reset (por) error code and their therapy stopped due to the por. They saw the por message on their recharger when they went to charge their implant that morning. They checked the implant with their patient programmer and saw the por message on there as well. The patient recently had a CT scan performed because they hurt their knee about a year ago; the patient clarified that them hurting their knee and the CT scan were unrelated to their device/therapy. The patient was guided through the steps for clearing the por and it was ultimately cleared. The therapy was turned back on and the patient was receiving adequate therapy. No further complications reported.